Event description:
Dr indicated infection: extracted tooth #31-placed regeneross allograft putty grafting material with a collagen membrane (15 x 20 osseoguard). Infection followed several days later. Patient was prescribed antibiotics and at follow up visit, there was no sign of the infection.

Manufacturer narrative:
Product discarded by doctor. Product not returned. Manufacturer notified. Manufacturer's DHR review indicated that the product met all specifications prior to shipment.